Event description:
It was reported to philips that the table was moving without command. The system was in clinical use. No user or patient harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system table height motor failed. The philips engineer suggested service. Since the customer did not accept the quotation for the part, the quotation has been cancelled, and no service has been provided from philips. To date, no further information has been received. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.